Event description:
The customer reported that the left monitor on the 9900 system was black. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No ge service was required. The customer reports that the system operates as intended.